Manufacturer narrative:
The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during service and repair/pre-testing, it was observed that the small battery drive device coupling head was worn, the reverse trigger sticks, and the device failed power test. The event was not related to surgery. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned without an alleged deficiency. During routine service and repair of the device, it was observed that the coupling head was worn, reverse trigger was sticking and the device failed power test. It was further noted that the electric motor had strong vibration. Therefore, the reported condition was confirmed. The assignable root cause was determined to be normal wear from use and servicing over time. If additional information should become available, a supplemental medwatch report will be submitted accordingly.